Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on 23-aug-2023. The customer replaced the sample probe. Due to sample clog detect errors observed on the day of the event. Siemens further evaluated the issue and concluded that the sample specific issues such as sample handling or sample integrity potentially contributed to the falsely depressed enzymatic creatinine (ezcr) result. No issues were observed with other patient samples, indicating that the instrument and reagents were performing acceptably. The investigation findings code in section was updated based on the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported a falsely depressed enzymatic creatinine (ezcr) result that was obtained on one patient sample on a dimension exl 200 instrument. Quality control (qc) and calibration were valid at the time of the event. The cause of the falsely depressed ezcr result is unknown.

Event description:
A falsely depressed enzymatic creatinine (ezcr) result was obtained on one patient sample on a dimension exl 200 instrument. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated on the same instrument. The repeat result was expected by the doctor and was reported as the correct result. There are no known reports of patient interventions or adverse health consequences due to the falsely depressed ezcr result.